Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant introducer sheath was intended for use during an endovascular procedure, with a non-medtronic stent graft. It was reported that an attempt was made to insert a guidewire through the sentrant sheath, however blood leakage from the sheath was severe. The sentrant was replaced with a non-medtronic sheath and the procedure was successfully completed. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported, and the patient is fine.